Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp was implanted via percutaneous right axillary/subclavian artery for mechanical circulatory support. A purge pressure low alarm occurred and the purge housing was replaced. More than five days had passed since use began, and the customer had no particular concerns about this issue. The purge pressure has improved to 270 mmhg/25 milliliters per hour, so use continued. Also, the five percent glu has been changed to ten percent. The device was removed two days after the alarm occurred.